Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing end cap sticker and minor scratches on display window noted. The reservoir tube lip was damage due to dog chew.

Event description:
Customer reported via phone call that insulin pump had ring was missing. Customer's blood glucose value was 319 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.